Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received a single inappropriate shock and was subsequently evaluated in-clinic. Boston scientific technical services (ts) was also contacted for review, and it was discussed that the shock was delivered due low r-wave amplitude measurements and t-wave oversensing. Ts provided potential reprogramming options to prevent similar rhythms from being treated in the future. Additionally, it was noted that the patient may undergo an additional ablation procedure for arrhythmic control, but this has not yet occurred. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.